Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Malignant mass was reported in colon a resection surgery was indicated. What was the surgical procedure being performed? Lar. Were there any issues experienced with the device intraoperatively? No. What healthcare professional fired the device and what is his/her experience with the device? Surgeon himeself-he is quite qualified for using such devices. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? There is no document about this but of course it was in the safety zone. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? There is no document about this was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, there were tow interior circle donuts without any defect. Was a complete washer transection confirmed? Yes. Was a leak test performed in the initial surgical procedure? If so, what was the result? No. Were any staple formation issues identified in the initial surgical procedure? No. Did the patient have any post-operative symptoms or treatment prior to the death? Please explain. Yes,we dont know about symptoms in detail but because of them five days after the surgery the patient was re-opened . How many days postoperative did the patient pass? Approximately 10 days after first surgery and 5 days after second one. Can more detail about the ¿imperfect formation¿ of the staples be provided to include the shape and anatomical location? No, there was no sign of malformation of staples during surgery. Can a copy of the scan be provided? No, we are not allowed to access to pieces of document at the moment. Maybe during the following we will be able to get and send this requested document. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Yes. Further follow up information was requested and the following was obtained: why was the patient reoperated 5 days after the initial surgical procedure? Abdominal sepsis. What was observed during the reoperation? There was some exodates but it could not be the reason of patient complain. There were some fibrin & exodate in abdominal cavity . There were some fibrin & insection in pelvis. There was some exodate in retroperitoan. Was staple form able to assessed? If so, please describe. No. Please clarify the question,what you mean by assessed. What was done during the reoperation? Under sterilized condition and general anesthesia on the previous incision put 2 drainage tubes on one side of pelvis and 2 other ones in filled sacral space 1 drainage tube was provided for possible cleaning. Proximal loop colostomy of middle colic was done. Matchuration was happened after closing the colestomy of abdomin. Was any tissue ischemia or necrosis identified during the reoperation? No. Can more information be provided about the sequence of events leading up to the patient¿s death? No, all the information was conveyed. Has the cause of death been determined? Leakage from the intestinal wall . Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing factors to include patient tissue condition? Please explain. Because of the obscured reason of death the surgeon ask for autopsy. Attempts are being made to schedule a call with the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint (B)(4). Additional information received: my patient was a 50 years old man who had rectosigmoidal cancer 16 centimeters from anal verg. The patient hadn¿t received any neoadjuvant therapy. The procedure was finished without any problem, which was low anterior resection. We cut the rectom 5 centimeters lower than the tumor with cantor stapler and then we used the 31 circular ethicon stapler for anastomosis. We checked the anastomosis with air leakage test and there was no air leak. After the surgery the patient was in good condition without any sign of problem. Four days after surgery the patient became ill and had breathing problems,with abdominal tenderness. Patient was transferred to operation room and in laparotomy we saw the retroperitoneal infection and fasciitis,with out any fecal material in the abdominal cavity. We debrided the fasciitis and made a diversional ileostomy and inserting some drain in the pelvic cavity and planned another operation for more debridement in 24 to 48 hours. We didn¿t manipulate the anastomosis in this section, but unfortunately patient died in 18 hours. We could not find any past medical history. I didn¿t see the autopsy notes. Additional information was requested and the following was obtained: 1. What do you believe was the probable etiology of the infection in the abdominal cavity? 2. Can the autopsy results be shared? 3. Do you believe an alleged deficiency with the ethicon cdh29a circular stapler led to patient death? If so, why? Response: the etiology of the abdominal infection was the anastomosis leakage specially in the posterior wall of anastomoses,because we don¿t have fecal material in the abdomen cavity but the retroperitoneal infection was seen. Maybe if we were operating the patient a little later we would see fecal material in the abdominal cavity. Of course the retroperitoneal fascitis due to anastomosis leakage was the source of sepsis, but maybe patient had immune deficits that led to aggressively progress in this case,all thoughts we all know sometimes abdominal sepsis has such a aggressive behavior too. In conclusion I didn¿t respect death in this patient because of ordinary causes. You could request for the autopsy report. Autopsy report requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint (B)(4). Additional medical review of operative notes and autopsy report provided by ethicon medical safety: review of supplied photographs demonstrates ischemia and evidence of gangrene of the proximal colon, with sparing of the rectum. The lack of observed staples could be certainly be explained by this. A pubmed literature search on colorectal surgery and retroperitoneal necrotizing fasciitis was performed. Retroperitoneal necrotizing fasciitis has been reported after malignant perforation, but those cases involve the retroperitoneal colon. In those cases, the tumor penetrated the retroperitoneum either by direct invasion or ruptured into the space due to chemotherapy induced necrosis. None of the reports are in patients who have undergone surgery. After lar, the colon would have been mobilized and infection would tend to be in the free abdominal cavity and/or pelvis, not retroperitoneal. None of the documents suggest a problem with the stapler.

Manufacturer narrative:
Product complaint (B)(4). Medical review of operative notes and autopsy report provided by ethicon medical safety: I have reviewed the two operative notes and the autopsy report which had been translated from the farsi. The sentinel surgery note was very short and listed only the steps in surgery with no detail. A drain was placed at the end of the procedure. There was no description of a leak test included. The second surgery described the ¿fasciitis¿ and a fecal smell when the abdomen was opened but no fecal material in the abdomen. The anastomosis was not examined. Multiple drains were placed and an ileostomy was performed. The autopsy report had no conclusion but did say the anastomosis was easily pulled apart by the pathologist and that staples were only on one side which is not surprising. The pictures that were included showed a very pink healthy looking side with the staples and a darkened bluish opposite side which appeared to be devascularized but no conclusions can be made at this time as to cause. I saw no mention of a scan being done in any of the reports.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can a detailed timeline of events, operative notes, or an autopsy report be provided? What were the indications for surgery? What was the surgical procedure being performed? Were there any issues experienced with the device intraoperatively? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Was a leak test performed in the initial surgical procedure? If so, what was the result? Were any staple formation issues identified in the initial surgical procedure? Did the patient have any post-operative symptoms or treatment prior to the death? Please explain. How many days postoperative did the patient pass? Can more detail about the ¿imperfect formation¿ of the staples be provided to include the shape and anatomical location? Can you copy of the scan be provided? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Is the cdh29a available for return?

Event description:
It was reported that following an unknown procedure, they claim that imperfect formation of 1/4 of staples in circular stapler resulted in the expiration of the patient. This was approved by a scan of the corpus. Rep did not attend during the surgery.